Event description:
It was reported that the patient experienced an uncomfortable sensations, inadequate stimulation, and left side pain. The stimulation turns off when patient is not at home and had to turn it back on. The patient underwent an ipg replacement procedure.